Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent enterocele repair, cystocele repair, and cystoscopy due to uterovaginal prolapse and enterocele.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrently with enterocele repair, cystocele repair, anterior and posterior with sacrospinous fixation and cystoscopy due to uterovaginal prolapse and enterocele. It was reported that she experienced pain, erosion of her internal bodily tissue, infection, urinary and bowel problems, recurrence, bleeding and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. (B)(4).